Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis evaluation. The instrument was analyzed and found to a severely bent grip notch responsible for holding the clips, resulting in misalignment of the grip tips. Due to this damage, the clip could not be placed properly. No cracking or damage was observed on the grips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after undergoing a da vinci-assisted cholecystectomy procedure, the patient experienced postoperative bleeding and hemorrhagic shock, necessitating an emergency reoperation. During the initial procedure, two cystic arteries were identified. An attempt was made to clip the first artery with a medium-sized hem-o-lok clip, using a medium-large clip applier instrument. However, the clip would not close after several attempts. Consequently, a third-party laparoscopic clip applier was used to successfully place a metal clip on the artery. The second artery was clipped without complication using a medium-sized hem-o-lok clip, and one large hem-o-lok clip. Hemostasis was confirmed over approximately 10 minutes prior to drain placement, and the procedure was successfully completed robotically. Three hours after the procedure, the patient developed hemorrhagic shock and required an emergency reoperation. Intraoperatively, the medium-sized hem-o-lok clip was observed to be correctly positioned on the cystic artery; however, active bleeding was present due to incomplete clip closure. An axon clamp was applied to the cystic artery to control the bleeding, and the medium hem-o-lok clip was removed without resistance, indicating improper application. Hemostasis was subsequently achieved by suturing the cystic artery with 5-0 prolene. The estimated amount of bleeding or if the patient required a blood transfusion, are unknown. The procedure was completed, and the patient did not experience any post-operative complications. The patient has been discharged, and there is no concern about this event causing any long-term complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.